Event description:
Reporter reported that the unit of measure could be changed from mg/ml to mmol/l on this freestyle meter. Upon product investigation, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.